Event description:
It is reported that the device was implanted in 2004. Post-op, the pt developed chronic inflammation and the device was revised seven months later. The tibial component was found to be loose.

Manufacturer narrative:
Evaluation summary: cause cannot be definitively determined. Evaluation - no product or x-rays were returned for evaluation. Device history records indicate that the device was manufactured and packaged to specification.